Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from poland that this valve model 3300tfx27mm, implanted in the aortic position, was explanted from this patient after an implant duration of 9 years due to pannus overgrowth that leading to stenosis. The patient presented with shortness of breath prior to the intervention. Another 27mm bioprosthetic valve was implanted in replacement. The patient was noted to be in stable condition and discharged home.